Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink could not be confirmed as the reported issue could not be reproduced. One 5 fr dl powerpicc catheter was returned for evaluation. Blood residue and evidence of use was present on the device. No apparent kinks or indentations were noted on the catheter shaft. Tactile evaluation did not reveal the catheter to have a preferential kink location. The catheter was flushed with water and was found to be patent to infusion. The catheter was cut in order to measure the wall thickness. The wall thickness and lumen distance were found to be within specification. Since no dimensional or functional issues were noted during inspected of the returned sample, the complaint could not be confirmed. Possible contributing factors include temporary kink due to insertion angle or handling. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that PICC catheter was kinked during procedure. Therefore, catheter could not get inserted to patient. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1089 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC catheter was kinked during procedure. Therefore, catheter could not get inserted to patient. No other information was provided.